Manufacturer narrative:
Samples received: 3 open pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received three open samples, the ampoules received have been optically evaluated and a defect in the tip of the ampoules was found. Tip is bent. The leakage of the glue occurs at this point. Review of the batch manufacturing records showed that this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Associated medwatch reports: 3003639970-2019-00079 and 3003639970-2019-00080.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/510k: k111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the product was found to be leaking. The issue was noted upon opening the package, and the histoacryl ampoule was unable to be used.